Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # x95c9z. Investigation summary. The product was returned to (B)(6) for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that b5lt devices was returned inside its package unopened; upon visual inspection, contained foreign matter particle in the packaging. The device was removed from the sterile barrier. The device was inspected, and the particle was photographed (image 1, 2). The material was analyzed using fourier transform infrared spectrometer(ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. The particle 1 in the b5lt package was identified as paper/cardboard (spectrum 1). The b5lt device is packaged in cardboard. The particle likely came from the assembly of packaging process. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was confirmed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please confirm if the insect was found inside the sterile packaging? If available, please send any photo or video: the something like insect was found inside the sterile packaging. We attached the photos in ecm." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show unknown matter inside the sealed package. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #x95c9z. A manufacturing record evaluation was performed for the finished device, b5lt batch number and no non-conformances were identified. Photo received and pending analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during semi-open cholecystectomy, insect was found before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.